Event description:
Customer reported their facility has been experiencing an increase in positive results starting on (B)(6) 2022. The customer reported a patient received a false positive result using cue covid-19 test with cartridge lot 25843l and cue reader sn (B)(4). The patient received a negative covid-19 antigen test result after the false positive, brand and test date are unknown. The customer was unable to provide additional patient specific information, test date, or cartridge serial number.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Update to h10: investigation conclusion: retain testing was unable to be performed as no retain cartridges remained for testing of this customer complaint. The failure mode was not reproduced and complaint could not be confirmed. Root cause is undetermined.

Event description:
The customer reported a patient received a false positive result on (B)(6) 2022 using cue covid-19 test (cartridge sn (B)(6), lot 25843l, reader sn (B)(6)). The patient received a negative covid-19 antigen test result after the false positive, brand and test date are unknown. The customer was unable to provide additional patient specific information.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported their facility has been experiencing an increase in positive results starting on (B)(6) 2022. The customer reported a patient received a false positive result using cue covid-19 test with cue reader sn (B)(6) and two possible cartridge lots (25843l or 26947f). The patient received a negative covid-19 antigen test result after the false positive, brand and test date are unknown. The customer was unable to provide additional patient specific information, test date, or cartridge serial number. The customer provided two cartridge lot numbers but was unable to specify which lot number was associated with the event. (See related cases for additional reported false positive results by the customer).

Manufacturer narrative:
Correction to b5: updated description to clarify the customer provided two possible cartridge lot numbers but was unable to specify which lot number was associated with the false positive event. Correction to d4 lot number: updated to include both possible cartridge lot numbers provided by the customer.